Event description:
The patient presented with shortness of breath and weight gain was found to have volume overload and pulmonary and lower extremity edema. Echocardiography revealed anterior wall abnormalities and an elevated gradient. The physician stated ue to the patient's kidney disease, mineral metabolism and uptake of calcium may be an issue. The patient qualified for a transcatheter valve, but elected to have open heart surgery. The valve was explanted and during the procedure, calcification and pannus formation was observed. The valve was replaced with a 21 mm valve from another manufacturer. The patient was reported to be doing well postoperatively.